Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an atrial fibrillation episode where the amplitude was low and under sensing was present. The sensitivity could not be increased more. An error code was alledged by the health care professional but nothing was observed at the transmission report. The pacemaker remains in service. No adverse patient effects were reported.